Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her husband¿s onetouch ultra 2 meter was reading inaccurately high, compared to another meter (onetouch ultra) the complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call, then spoke to the reporter by telephone. The reporter stated that the alleged meter issue began sometime in (B)(6) 2017, alleging that he obtained an inaccurately high blood glucose reading of ¿354 mg/dl¿ with the subject meter compared to ¿102 mg/dl¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages his diabetes with oral medication, insulin, diet and exercise, and in response to the alleged meter issue he increased his normal dose of medication. The reporter stated that ¿a short time¿ after the meter issue began her husband develop symptoms of ¿dizzy, didn¿t feel good, couldn¿t get out of bed, and shaky¿, they related the symptoms to having a low blood sugar. The reporter stated that she gave her husband some ¿orange juice¿ to drink as treatment. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr walked the reporter through a retest and the control solution test was in range. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.